Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse identified failure of ippc. The fse replaced ippc. Later, the issue reoccurred and upon functional testing fse identified bad grabber cards for flexvision pc and ippc could not store images because of which system was not starting. The fse replaced the flexvision pc, ippc and hard disk. After this, the device was returned to use in good working order. The codes were updated based on the investigation outcome.